Event description:
The customer reported that during parenteral nutrition the pump caught fire at a patient's place. The customer described a lightening flash, a smell of burnt, smoke and trace of smoke on the pump. No liquid substance nearby the electrical outlet. The device was received for investigation. The customer reported problem was confirmed through the evaluation. Burn marks were found on the rear of the device. An internal check does not reveal any damage which indicates that the incident occured between the mains connection and the power cable. The pump has been sent to an external lab experienced in fire analysis for deeper investigation. Per external lab analysis, the short-circuits were not due to the female male connection. The contact resistance measurement in conjunction with the temperature rise test is normal. The uncompleted insertion has no impact on the failure. The male connector and the internal parts of the product doesn't present non conformities. The failure occurred inside the female connector. We have seen that the design of the connector can facilitate liquid infiltration and can create a loss of insulation.

Event description:
The customer reported that during parenteral nutrition the pump caught fire at a patient's place. The customer described a lightening flash, a smell of burnt, smoke and trace of smoke on the pump. No liquid substance nearby the electrical outlet. The pump is available for evaluation however has not yet been received.